Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The same day as onset, the pt was hospitalized for the event. Treatment was not reported. The cause of peritonitis was unknown. On an unreported date, dianeal therapy was discontinued. On an unreported date, while hospitalized, the pt was switched hemodialysis (hd). The pt was discharged from the hospital after four days. At the time of this report, the pt was not recovered from the peritonitis. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i13041 and h13i13108 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).